Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (for, con) and a company representative (rep) regarding the patient receiving unknown medication via implanted infusion pump. It was reported that the patient's bolus encoder could not connect to the pump. The bolus dispenser was a new variant with the samsung handset. The new pump was implanted in (B)(6) 2011. The last time the bolus dispense worked was on (B)(6) 2026 at about 10:30 am in the presence of the rep. The error message that occurred was "the device could not connect to the pump". The rep reported that the patient was cognitively in a very good condition and used to be a software developer himself. It switched on the mobile phone and communication device without any problems and started to connect, but the connection on the screen stops at exactly 90% every time. They tried it 3 times - 2 times it broke off after a few minutes and it said that communication with the pump was not possible. The 3rd time they had to wait an unusually long time, but then it worked. Once they were connected, the same game unfortunately started again when trying to give a bolus. The connection with the tablet was absolutely easy and fast and since the pump has already been implanted for about five years, the rep would rather rule out a pump implanted too deeply. After the patient had been using their myptm for 5 years now, they could only explain the whole thing with technical signs. It was further reported that the patient took the following steps; opened the android settings and went to the item "apps" in the list, they searched for and select the "patient data service" app. Then went to "storage" and selected the "clear data" option. This resolved the issue and the connection was very fast and reached 100%. 2026-apr-20 e1 (for, rep, hcp): information omitted regarding the previous pump malfunction related to pe: (B)(6) additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the patient's pump was implanted in (B)(6) 2021 (the company representative thought the previous mention of the pump implanted in (B)(6) 2011 was a typo). The pump model number and serial number were provided. The software version of the patient's application (a820) at the time of the 90% lag was unavailable. Hcp and facility information was provided. 2026-apr-29 e2 (for, rep): additional information was received from a company representative (rep) reporting that the logs could not be collected because the patient had already been discharged and returned home. Additionally, the patient dependeds on emergency medical transport and was not able to come to the clinic independently for such matters. 2026-may-07 e3 (for, rep): additional information was received from a company representative (rep) reporting that the patient was admitted to the hospital and discharged for pneumonia which had nothing to do with their pump.